Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer experienced a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "low¿; however, a specific bg value was not provided. The customer consumed carbohydrates to treat the bg. The cause for the low bg is unknown. The customer continued to use the pump for insulin therapy.